Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous lesion in the left anterior descending (lad) coronary artery. The 3.0x28 mm xience prime stent was deployed and the balloon was deflated, however, there was difficulty removing the balloon from the stent. The balloon was inflated once to 12-13 atmospheres and 20-25 seconds negative pressure was held. The balloon was fully deflated upon removal and the stent was reported to be apposed to the vessel wall. There were no adverse patient effects. There was a delay in the procedure but no harm was reported. No additional information was provided.

Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
H6: medical device problem code: 2017/failure to follow steps regarding the amount of time held negative. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that negative pressure was held for 20 to 25 seconds prior to retraction. It should be noted the xience prime / xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent system (eecss), instructions for use (IFU) specifies: deflate the balloon by pulling negative on the inflation device. Larger and longer balloons will take more time (up to 30 seconds) to deflate than smaller and shorter balloons. Confirm balloon deflation under fluoroscopy and wait 10 ¿ 15 seconds longer. The investigation was unable to determine a conclusive cause for the reported difficult to remove; however, factors that can contribute to difficult to remove include, but are not limited to, guiding catheter lumen obstructions, kinks, bends, procedural technique, insufficient support, or interactions with other devices. Based on the information provided and without the device to examine, a definitive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.medical device problem code 2017/failure to follow steps added regarding the amount of time held negative.